Event description:
It was reported that the user experienced difficulty attaching the luer connector to the cartridge and believed a wrench was needed to lock the connector in place; support advised correct orientation and technique (shark fin on the left, then twist up) and walked the user through the remainder of the supply change, after which the user proceeded. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact to health and no medical intervention. Investigation included customer support troubleshooting and user re-education on proper connector alignment and attachment technique. Investigation of this case revealed user technique as the likely contributor to the difficulty with attaching the connector, with no device malfunction observed during guidance. It was concluded, based on previously established findings for similar reports, that the cause was use error related to connector installation technique.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.